Event description:
Trial implant of catheter attempted. Hcp reported needle in kit "was long." Attempted insertion got csf, pulled needle out to reposition and repeated attempts to get csf and only got blood. Repositioning pt. Was attempted. Case was aborted - no implant completed. Post surgery patient began losing feeling in their legs and experienced paralysis in both legs. At last follow up patient had improved but still had residual paralysis on one side. Patient was sent to rehab for recovery.